Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 20 mg/dl and the current blood glucose level was 187 mg/dl. The customer was treated low blood glucose level by drinking sugar water. The device will not be returned for analysis.